Event description:
The customer reported that the system displayed a cine subtraction error message that caused the system to lock up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator driver board was determined to be defective. The customer planned to order the replacement part and install it themselves.